Event description:
(B)(4). Constant pelvic pain, cramping, joint pain, headaches, brain fog, severe bloating, forgetfulness, severe cramping during pms, severe back pain, acne, abdominal tenderness, irregular periods, mood swings, added depression/anxiety, side pain.